Event description:
Patient was admitted to medical surgical intensive care with a diagnosis of respiratory disease syndrom. Patient was intubated and attached to the ventilator with a tital volume setting of 270 cc's. Physician continued stabilize patient with insertion of cvp line and arterial line. During insertion of cvp line, physician stated that the chest wall was expanding more than the tital volume indicated. Physician nicked right upper lobe of lung during insertion of cvp line causing a right tension pneumothorax. Ventilator was disconnected, patient was bagged and ventilator was recalibrated by respiratory therapy. The ventilator tital volume was measured using an external spirometer prior to calibration and was found to be delivering 380 cc's. After recalibration, the ventilator was retested with the spirometer and placed on the patient where it stayed for three days. The patient was then placed on an oscillating ventilator and the vent was returned to biomed. After extensive testing the ventilator was returned to respiratory therapy where it underwent additional calibration tests by rt staff. It was noted that significant shift occurred overnight when the ventilator was not in use.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: modification of device, inherent risk of procedure, other. Conclusion: intermittent failure directly contributed to event, device was out of calibration, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.